Manufacturer narrative:
(B)(4). Investigation is still in progress.

Event description:
Description of event according to study: (B)(6): filter tilt =16 degrees. At the index procedure on (B)(6) 2016, the patient received a günther tulip filter. The inferior vena cava (ivc) diameter at the intended filter location was 20 mm. The ivc had no anatomic anomaly or presence of thrombus. Using the right internal jugular vein as the access site, a günther tulip filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pe. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. Filter tilt was < 6 degrees. There was no extravasation of contrast or filter legs appearing outside the column of contrast after placement. Analysis of the placement procedure venacavagram revealed no evidence of filter deformation or migration. The angle of filter tilt in the ap view was 4.4 degrees. The ivc diameter was 12.5 mm in the ap view. There was no extravasation of contrast, but filter legs did appear outside the column of contrast after placement. On (B)(6) 2016 (same day as procedure), the post-placement x-ray was completed. No evidence of fracture, embolization, and migration. Filter tilt was <6 degrees. Analysis revealed no filter fracture, deformation, or embolization. Filter migration was not assessed. The angle of filter tilt in the oblique view was 16.5 degrees. Patient outcome: on (B)(6) 2016 (141 days post-procedure), the patient died. The cause of death was idiopathic myelofibrosis and the manner of death was natural.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Manufacturers ref# (B)(4). After investigation the event for this pr# is no longer considered to be reportable. (B)(4). Summary of investigational findings: investigation is based on event description and imaging review. A tulip filter was placed in an infrarenal location without evidence of significant tilt or immediate perforation. There was 6° mild rightward tilt relative to center line of ivc, likely due to extension of left lateral most primary filter foot into the ostium of a small lumbar vein, but from bony landmarks the tilt measured 19°. The reported 16.5° tilt was confirmed on oblique view, but is felt to be an over estimation due to orientation of the ivc and lumbar spine in this region. Tilt should be measured in reference to the longitudinal axis of the ivc. The filter is in a suitable location and orientation to provided sufficient mechanical protection against pulmonary embolism. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.